Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The blood glucose level could not be recalled. The contact was certain that the pump or supplies were not the cause of the hospitalization, but was due to the customer not managing diabetes (not blousing when needed). The customer was in the hospital for 3 days. The customer reverted to using insulin injections for insulin therapy. The contact declined to provide further information.